Event description:
Patient, through other company representative, reported "breast implant-associated diffuse large b-cell lymphoma (bia-dlbcl)", "lymph node cancer", "residual pain and tenderness" and "physical and mental suffering" which are not device related. Healthcare professional later reported "swollen", "deformed breast", "hurt", capsular contracture baker grade IV and "bia-dlbcl, ebv positive". This record is for the left side. En-bloc capsulectomy was performed. The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade IV.